Manufacturer narrative:
Device passed the displacement test and self test. No unexpected partial display or missing segments noted. Device was returned for pump error 53. Format history file analysis confirmed pump error 53 due to software error. Device received with fading serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software detected alarm and flashing display. Customer was unable to clear the alarm. Customer was not reported of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.